Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device fell apart, had component damage, and failed pretest for visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to user error. Initial reporter phone: (B)(6). UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device broke into two pieces. It was reported that the parts did not fall into the patient's body. There were no reports of delays in the surgical procedure. The procedure was completed using a spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.